Event description:
During evaluation of a photograph of a small volume folfusor, evidence of fluid droplets located on the wall of the housing were identified, which indicated leakage was discovered. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured november 14, 2013 - november 15, 2013. A photograph of the device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a photograph of the device was returned for evaluation. Visual inspection identified evidence of leakage. Droplets of fluid were visually observed on the wall of the housing from the picture. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.